Event description:
It was reported that when using the bd pyxis¿ es server, it patient orders were not showing up in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up in the pyxis. The technical support specialist (tss) identified an error message indicating that no patient identification matching with the patient medical record number list. The tss informed the customer that the patient was not admitted to the location where the order was sent. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient orders were not showing up in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.